Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified, but unable to be reproduced during evaluation. The device was found out of specification in relation to the reported system error alarms, which were verified by the presence of "system error 110" alarms in the event history log. Internal inspection found the motor gear to be loose. The motor gear will be replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unknown system error. There was no known patient injury or medical intervention associated with this event. No additional information is available.